Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked with intermittent power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02-aug-2018 with the following findings: a visual inspection of the pump revealed multiple cracks in the battery compartment. The returned battery cap was undamaged was able to fit securely to maintain an electrical connection. The pump powered on with audible tones and vibrations indicating that there was power to the pump, however, the display was blank. Further testing was unable to be performed due to the blank screen issue. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. The complaint of intermittent power was not duplicated during investigation, however damage to the battery compartment was confirmed. Unrelated to the complaint, investigation revealed that the electronically erasable programmable read-only memory (eeprom) component had failed.